Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had trial period before ins replacement and it was great. After the trial was over and the new ins was implanted it has been terrible. Caller states her husband has taken her to the clinic/hospital 9 times since implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and from a manufacturer representative (rep). It was reported that the patient was still in a lot of pain and hasn¿t been getting any relief since getting a new ins in (B)(6) 2018. A request was made to meet with a rep for reprogramming. A rep was contacted and notified of the request. The rep reported they contacted the patient and directed them to schedule an appointment through the doctor's office. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient and it was reported that they have had "lots of problems" with the therapy since the beginning of this implant and it didn't help with their pain. Caller stated they went to see the implanting surgeon several times and that did not resolve or help and it "still didn't work" and "they didn't know anything." Caller stated that sometimes the pain isn't so bad but it actually is bad all the time. Caller stated they have to take oxycodone to help with their pain and they don't want to be on this. Caller stated that they are now under the impression that the stimulator has to be removed. Caller stated that they went to see a different doctor about getting it removed and they were told they need permission to remove it. Caller stated that they were going to meet the manufacturing representative (rep) but he did not show and instead they met with a female rep on (B)(6) 2021 at hcp's office. Caller stated this "girl" didn't know anything about it and couldn't help. Caller stated that she did not check their system nor reprogram anything at that time. Caller stated over the years they have tried changing the settings and nothing has really helped so they have not changed any settings on their own. Caller stated they want to know who can help them because they are at the end of their limit with the pain. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient contacted the health care professional (hcp) with no answer. Rep has been helping but without results. Patient clarified that when the battery was placed inside the pain resolved. They had a week without any pain. Nothing has been done to resolve the issue. Patient said this is the second time after the trial the results were plus/ minus. Patient stated they have not been a happy person with all the pain. Patient hates to consume the opioids and these do and seem to help. Patient stated they met with another hcp and he seems like a good professional and patient believes they will be able to help them. No further patient symptoms or complications were reported in this event.